Manufacturer narrative:
The unit was returned to mindray's repair center for repair.

Event description:
Customer reported a system freeze on the v series monitor which may have resulted in a loss of primary monitoring. No pt injury was reported.